Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced leakage. The following information was provided by the initial reporter: patient with history of coronary heart disease, hypertension, elevated cholesterol and malignant neoplasm of bone required an infusion of provenge (sipuleucel-t). Provenge was hanging on the IV pole. Bd alaris pump module administration set was spiked into the appropriate port of the provenge. The spike fell out and provenge ran out all over the floor. No known harm to patient or staff.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA via medwatch #: (B)(4). A complaint of a spike breaking off the drip chamber was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21093008 was performed. The search showed that a total of (B)(6) units in 1 lot number was built on 10sep2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.